Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a colonoscopy - esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, when the cautery was applied to the snare, the snare loop wire snapped, flipping the wire out of the sheath and causing a burn on the colon. No medical interventions were performed to treat the burn. An additional captivator ii snare was used to piecemeal to complete the procedure. There were no other patient complications reported as a result of this event.